Event description:
A unk cypher select plus stent was implanted into an anomalous left coronary artery in a female pt. It later transpired that the woman was one week pregnant. The pt had a miscarriage of twins at 12 weeks. Pt had a long history of type I diabetes.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.